Event description:
It was reported a patient underwent an initial right total knee arthroplasty performed. Subsequently, the patient underwent a manipulation under anesthesia approximately 2 months post implantation. No further complications have been reported and patient remains satisfied.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products & mdrs: 189103 vngd ant stab brg 13x79, lot#: 408490. MDR: 0001825034-2023-00420. Additional associated products: 141314 biomet finned pri stem 40mm, lot#: 239970; 141215 biomet ilok pri tib tray 79mm, lot#: 501280; 184766 series a pat std 34 3 peg, lot#: 338010.